Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 8.5 cm diameter abdominal aortic aneurysm approximately 29 months ago. There was mild iliac tortuosity bilaterally. The main device was implanted from the right femoral artery. The contralateral limb and the left iliac extension were implanted on the left side. Extensions were placed on both sides. A type iia endoleak from a lumbar artery was observed during CT imaging one week post implant. The event report revealed that the patient experienced atrial fibrillation on the same day of the CT. The investigator assessed that the atrial fibrillation was not related to the study device or the study procedure. It was reported that the patient presented asymptomatically on routine follow-up approximately one month ago and the patient's duplex revealed an 8.4 cm diameter aneurysm. A CT scan was done and revealed a type iii endoleak with kinking of the endoprosthesis. Five days later stent graft extensions were implanted bilaterally followed by remodeling of the stent grafts with balloons. This successfully resolved the endoleak and the patient was discharged two days later. The investigator assessed that the type iii endoleak was not related to the study device or the study procedure. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: it was reported that the patient was initially treated for a ruptured abdominal aortic aneurysm. The maximum diameter of the aneurysm was 9.5 cm approximately 10 months ago and has increased considerably from 6.2 cm . After the intervention the maximum diameter of the aneurysmal pouch was estimated at 90 mm. Films were received and reviewed as follows: the main device was implanted on the right side. There is currently a disconnection (5mm separation) between the bifur ipsilateral limb and ipsilateral extension, with a junctional type iii endoleak. Although not clearly detached, there is no overlap seen between the contralateral limb and contralateral extension; however, no endoleak can be seen. Angio images show that a cuff was implanted to bridge across the ipsilateral extension separation. The contralateral limb extension, which previously had minimal overlap, was also relined to bridge the devices. No endoleaks were seen at the conclusion of the procedure. Since the films immediately post-implant or other follow-ups were not provided, the amount of overlap at implant is unknown, and cause of the separation could not be determined.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (kink, endoleak), patient's condition affected effectiveness of device (mild tortuousity in the iliac arteries, type ii endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (mild tortuousity in the iliac arteries, type ii endoleak).

Manufacturer narrative:
Method: films.